Event description:
It was reported that during a chronic total occlusion (cto) procedure, the guide wire punctured the catheter. The target lesion was located in the highly tortuous proximal segment of the right coronary artery (rca). After delivering a stingray balloon to the lesion, the support wire was removed and a stingray wire advanced. While advancing the stingray wire, the tip of the wire protruded through the shaft of the balloon proximal to the balloon material. Upon removal of the device, the physician noticed a kink in the shaft of the balloon. The physician surmised that when the support wire was removed, there wasn't anything supporting the stingray balloon, thus leading to the proximal shaft kink. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device avail. For eval? Changed from no to yes. Device evaluated by manufacturer: a visual examination identified blood in the manifold and throughout the inflation lumen. Microscopic examination of the device revealed a hole in the outer shaft 9 cm from the tip and a hole in the inner shaft 9.5 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a cronic total occlusion (cto) procedure, the guide wire punctured the catheter. The target lesion was located in the highly tortuous proximal segment of the right coronary artery (rca). After delivering a stingray balloon to the lesion, the support wire was removed and a stingray wire advanced. While advancing the stingray wire, the tip of the wire protruded through the shaft of the balloon proximal to the balloon material. Upon removal of the device, the physician noticed a kink in the shaft of the balloon. The physician surmised that when the support wire was removed, there wasn't anything supporting the stingray balloon, thus leading to the proximal shaft kink. No patient complications were reported and the patient status is okay.